Manufacturer narrative:
The insulin pump passed the self test and displacement test. No audio and vibrate anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump was vibrating. The customer¿s blood glucose level was 11.2 mmol/l. The customer stated that the pump was beep can't be heard and the pump is neither beeping nor vibrating currently. Troubleshoot was performed and assisted in performing a self-test and the pump did not beep during the tone test. The customer was advised that the pump needs to be replaced. The customer was advised to refer to back-up plan, per health care professional instructions. The insulin pump will be returned for analysis.